Event description:
Captiva spine was contacted by a patient indicating that there was a fractured pedicle screw. Captiva spine contacted the surgeon to obtain further information regarding the reported incident. The original procedure was completed on (B)(6) 2013. The surgeon indicated that during a follow up visit completed in (B)(6) 2014, there was no evidence of a broken screw at that time. The patient returned in (B)(6) 2014 complaining of chronic back pain. A CT was performed in (B)(6) 2014 and there was evidence of fusion as well as two broken screws in the sacrum. While the surgeon did not think that the broken screws would contribute to the back pain the decision was to remove all the hardware. The surgeon did indicate that the patient's job which requires heavy lifting was the most likely cause of the back pain, which is atypical within 12 months of surgery. There have been no additional reports regarding this incident.